Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # 260c59 . Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received with no apparent damage and fully fired and with an opened package. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 260c59, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. Additional information was requested and the following was obtained: 60 year old male. Event date: 12-july-2023. Description of the event or problem: not entire load of staples fired. Intended procedure: lap roux en y.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023; d4: batch # unk. The lot#323c00 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. An analysis of the product could not be performed since a physical sample was not received for evaluation.

Event description:
It was reported that during the unknown procedure, surgeon fired the device, he noticed staples did not form at the distal tip. They deployed but with straight legs. Fired two white reloads. No patient consequences reported.